Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. DHR review shows non conformance nc-009885 attached to the DHR. Non conformance nc-009885 indicates the first check is missing on the DHR. Testing was performed on the lot and all parts past. Trackwise query indicates no additional complaints have been received for this lot number.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proultra endo tip #5 broke during use; no injury resulted.